Event description:
It was reported that during a laparoscopic appendectomy procedure, the device locked out when fired on tissue and they could not get it open on the first fire with a white reload. Since it was appendix tissue they were able to pull the device off of the tissue. It was not reported that any tissue was cut and that any staples were deployed into tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? First. What color cartridge was being used? White. What other color cartridges were used before and after this event? None - 1st fire. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? None reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes - opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? Not new. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? No staples involved. Was the staple line incomplete or did it exceed the cut line? No staples involved.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.